Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent lateral bending correction surgery due to scoliosis. During the surgery, there was one screw found slipped and the doctor had to replace new one to complete the surgery. The surgery completed successfully. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.